Manufacturer narrative:
A siemens regional support center (rsc) specialist and a customer service engineer (cse) were dispatched to the customer site. After evaluating the instrument, the rsc specialist found that there was misalignment of dilution probe to the automation track, which was causing the probe to make contact with side of the specimen tubes. A siemens headquarters support center specialist reviewed the information provided by the rsc specialist and stated that this can result in improper sample aspiration and discordant results. The cse and rsc specialist realigned the advia chemistry xpt to the automation track after which the tubes were sampling properly. The cause of the discordant gluh_3, un, co2_l, and agap results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose hexokinase (gluh_3), urea nitrogen (un), and carbon dioxide liquid (co2_l) results were obtained on one patient sample on an advia chemistry xpt instrument. Additionally, a discordant, falsely elevated calculated anion gap (agap) result was obtained. The discordant results were not reported to the physician(s), as they did not match the results obtained from the previous sample. Sample ID (B)(6) was repeated on an alternate advia chemistry xpt instrument, resulting higher for gluh_3, un and co2_l and lower for agap. The results obtained on the alternate advia chemistry xpt instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant gluh_3, un, co2_l, and agap results.